Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00642, 3005168196-2019-00644.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted a 10x35 ruby coil into the target location using the lantern. Upon advancement of the next 12x60 ruby coil, the physician experienced resistance and noticed that it was not able to advance through the lantern. The 12x60 ruby coil and lantern were therefore removed from the procedure. While examining the lantern, the physician found that there was no flow through it and decided to cut it at the proximal end near the hub. It was then reported that half of the 10x35 ruby coil pusher wire was found broken off within the lantern. The procedure was completed using additional ruby coils, non-penumbra coils, and a new lantern. There was no report of an adverse effect to the patient.